Manufacturer narrative:
One opened sample, part number 1884005hre, from lot number [no information] was received. Evaluation found that the distal tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.23¿ in length. The break occurred at the first proximal tooth valley. The outer assembly was deformed in such a way that indicates the inner blade teeth impacted the outer teeth while moving in a cw and ccw direction which resulted in the observed break. There was substantial uneven wear at the cutting tip which indicates deformation of the tip had to be present in order for this failure to occur. There was minor wear around the circumference of the inner shaft 0.57¿ from the distal face of the inner hub. When viewed under magnification, there was damage to the hubs that is consistent with improper loading: dimples on the front hub prior to the locking area caused by the handpiece locking mechanism; and locking area deformation caused by the back side of the front collet of the handpiece. The information more likely indicates a use issue resulting in erratic compression and torsional loads. There was an out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
During use, the tip of the inner shaft was broken. There were no fragments. There was no patient impact or injury, the procedure was completed with back-up product.